Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4) implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v805355, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v805355, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient's healthcare provider (hcp) ordered 'many' scans and tests, including x-ray and MRI, but 'found nothing wrong.' It was noted that the patient was in the hospital for two days. The patient reportedly still had tingling in the right side of the face when he turned stimulation on.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that patient did not have a stroke and that they were discharged from the emergency room. It was undetermined why the patient had the tingling and it was noted that it resolved as the day went on. The patient stated that they had been fine since. It was also reported that the patient's implantable neurostimulator (ins) was working well for them and that they were fine. Follow up information received one day later reported it was observed on the patient programmer unit that the it was set at 2.00 on the left and 2.50 on the right which seemed low to the patient. It was also noted that the patient experienced sharp, painless muscle contractions in the left cheek.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "tingling" sensations in his face and arm. It was stated that the sensations started the afternoon of the day before report. Upon reporting the symptoms, the patient was sent to the emergency room for a "possible stroke." It was noted that the patient had an appointment for an MRI on the date of the report; it was not known if the patient went through with the MRI. No further information was available at the time of report. Additional information was requested. A supplemental report will be filed if additional information becomes available.

Event description:
Addition information received; it was later reported that patient experienced really bad tremor even before surgery. It was added that patient had bad tremor that could probably be heard in the patient¿s voice. It was also reported that patient had been falling down. It was added that the symptoms went on for days. It was also indicated that they ¿shut the whole thing off¿ when patient was in the hospital.